Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had their quarterly doctor visit this morning. Pt stated for the 'last few months' they got to the point where they went 3 days without the stimulator to see how effective the stimulation was, but they can't tell the difference of the stimulator when it's on or off. Pt stated that they got the intensity turn up to 9 and they were concerned to adjust the stimulation higher. Agent walked the patient through switch to another group. Pt was in group a showed therapy on and they tried group b. Pt adjusted the base from 4.9 to 5.9 and prime from 5.0 to 6.0. Pt stated their legs hurt as bad if they had the stimulator turned off as they do with the stimulator turned on, they always feel the electrical charge down their leg and sometimes if they were walking, when 'it stimulates', 'it kind of makes it difficult to walk' so that's why they didn't turn the stimulation any higher. Pt mentioned they were not feeling any difference as far as the 'tingling' in their leg. Agent reviewed information. Agent reviewed contacting the field for visibility.